Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl. Reportedly, the customer made a treatment decision based off an inaccurate value. Glucose drink was consumed to treat bg level.